Event description:
Boston scientific received information that the competitive right ventricular (rv) lead exhibited increased shock impedance measurements that ranged from 85 to 125 ohms. It was noted that the proximal coil of the competitive lead was surgically abandoned 11 months earlier due to a suspected fracture and the shock vector was reprogrammed rv coil to can. Boston scientific technical services (ts) suggested bringing the patient in for evaluation and possibly performing induction testing. The field representative was unable to obtain any additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.